Manufacturer narrative:
The customer has provided instrument files for further investigation. The customer has been advised to restart the instrument to determine if that resolves the issue. The cause of this event is unknown.

Event description:
The customer reported that a signle incorrect patient ID was applied to several results for three different patients, once transferred to the hospital systems. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. The customer is running rapidpoint 500 system running windows xpe and software version 2.3.3a. The database maintains a "mirror" copy of the patient ID, which is correct. However, the "real" patient ID information is stored in a different database file, and the linkage to the record in that file appears to be corrupted as several different samples are pointing to the same (incorrect) patient ID record. The "live" results on the screen and printout were correct. However, transmission to lis relies on "recalled" results, which were suffering from database corruption. Likewise, the database was providing the wrong information for recall and reprint of results. A reboot of the system appears to have corrected the issue for ongoing "new" samples, but is unlikely to have addressed the existing corruption in the rdm database files. Siemens has recommended that the customer blank the database so that the corruption is avoided in the future. The "blanking" can best be completed by re-installing 2.3.3a software on the system.